Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgically/physiological complication and analysis of device generally does not assist allergan in determining in probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lab-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Reported event of 2003 death from online article "(B)(6) lap-band surgeon sued over four pts' deaths", opposing views, (B)(6) 2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.